Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation, prior to use, and remained in the protective sheath. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering revealed that factors that can contribute to stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. In this case, where the stent implant reportedly dislodged into the protective sheath, it is possible that device preparation or removal of the protective sheath contributed to the dislodgement; however, without a returned device for analysis, a definite root cause for the dislodgement could not be determined.